Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The reported issue was evaluated by medtronic personnel. It was recommended that the hard drive on the navigation system be replaced. However, confirmation of replacement has not been provided.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system exited the ear, nose & throat (ent) application software without prompt by the user. The reported issue occurred during testing of the software. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The device was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found when a known up-to-protocol exam was installed onto the hard drive. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.